Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: mar 31, 2026. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint product was received. The simplicity was visually inspected revealing that one haptic was broken off and remained in the cartridge, pinched between the cartridge and plunger. Ophthalmic viscosurgical device (ovd) was observed inside the cartridge. The lens module, plunger, and handpiece were inspected and no issues were identified. The lens was cleaned and visually inspected revealing that one haptic was detached and the lens was torn in the haptic optic junction. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, it was not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was defective. The customer specified that the iol was defective and not the cartridge. The haptic look damaged. The device didn't make any contact with the patient. Follow-up was performed however no more information was provided.